Manufacturer narrative:
Medical device problem code (B)(4): incorrect prep. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was both moderately calcified and tortuous and 90% stenosed. The nc trek balloon dilatation catheter (bdc) was advanced into the patient anatomy. The device was then prepared (air aspiration). Resistance was noted during advancement to the lesion. Once at the lesion, the balloon ruptured during the first inflation at 16 atmospheres. The device was removed from the patient without issue. There was no adverse patient effect or a clinically significant delay in procedure. Another same size non-abbott bdc to continue to complete procedure. There was no additional information provided.